Event description:
The left and right brakes not staying engaged or in gear chair cutting out and giving left and right brake errors as per provider part# (B)(4).

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.